Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge had been lower than expected. Subsequently, during the most recent cartridge change, the insulin gauge displayed an accurate fill estimate of over 240 units of insulin, and then displayed 255 units after insulin usage. Review of the pump data logs by tandem technical support showed that the cartridge fill confirmed and cartridge filled logs do not closely match for the cartridge that had been loaded on (B)(6) 2017. However, tandem technical support found that the delivery logs match the cartridge filled log amounts and there were no issues with the insulin gauge. There was no impact to the customer's blood glucose level.